Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to excessive external mechanical stress e.g. Mishandling by the user. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a combined initial and final report

Event description:
The broken/leaking sonnet rechargeable battery was received at the manufacturer service _ repair. No report of either damage to health of the user or injuries has been received.